Manufacturer narrative:
Initial report had incorrect information in narrative summary and need to clarify incident dates. Updated narrative summary had been provided with this report. (B)(4).

Event description:
The customer reported via phone call that on (B)(6) 2020 he required the assistance of emergency medical services for a low blood glucose of 42 mg/dl. Treatment was with glucagon gel. The customer alleges insulin pump over delivery because he believes the active insulin shows more insulin than he feels he needs to lower his blood glucose. Patient was using the insulin pump at the time of the event and in auto mode. The customer reported high blood glucose values on (B)(6) 2020, 231 mg/dl and 276 mg/dl. He also reported multiple insulin pump error alarms. Customer was able to clear the alarms and rewind the insulin pump. Self test was passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in emergency medical service due to low blood glucose on (B)(6) 2020 with blood glucose level of 42 mg/dl and customer also experienced high blood glucose level. The customer¿s blood glucose level was 1000 mg/dl. Other blood glucose value mentioned such as 231 mg/dl, 276 mg/dl. The customer treated low blood glucose with glucagon gel and high blood glucose level with bolus. Based on customer¿s report customer did allege over delivery. The customer was reported that the insulin pump was on auto mode at the time of incident. Insulin pump had multiple insulin pump error alarms. Customer was able to clear the alarm and able to rewind the insulin pump. Self test was passed. The insulin pump will be returned and reservoir will not be for analysis.